Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a pacemaker exhibited a lead safety switch for out of range impedance measurements. Additional information was requested to obtain the device and patient information; however, no additional details were available. No adverse patient effects were reported.